Event description:
It was reported by service report that the footboard controls were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning footboard control modules.